Event description:
Caller reported that their pump screen was dark and would not turn on. Customer's blood glucose level was 15.8 mmol/l, which was within the normal range. Technical support arranged to replace the pump and confirmed the shipping address. The customer was instructed on how to use backup therapy to ensure insulin delivery was not interrupted and agreed to return the problematic pump with the provided prepaid label.